Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bl 22ga x 1.0in exhibited needle retraction failure. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ bl 22ga x 1.0in exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples/picture displaying the condition reported are available for examination, we were unable to fully investigate this incident. A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle premature retraction with lot #8086910 regarding item #38182314. DHR review: a review of the device history record was completed for sub-assembly #8607679 lot 8057538 manufactured from 02-mar-18 to 29-mar-18 used in claimed lot 8086910. The batch was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these lots. Although a quality notification of gel weight out of specified has been evidenced in the subassembly lot used in the claimed lot, it is not possible to determine that this non-conformity is related to this complaint. In addition, no samples were received for analysis, nor were there any records that could lead to this claim during the analysis of the batch history and corrective maintenance. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that bd insyte autoguard bl 22ga x 1.0in exhibited needle retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Common device name: corrected to shielded IV catheter.

Manufacturer narrative:
Investigation: bd was unable to verify the reported issue. All ten samples returned for investigation in sealed packages retracted when the button was pressed. The failure was not duplicated. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause.

Event description:
It was reported that bd insyte¿ autoguard¿ bl 22ga x 1.0in exhibited needle retraction failure. No serious injury or medical intervention was reported.